Event description:
It was reported that the shaft of the unit was damaged and caused patient burn.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported unit was not returned for evaluation, therefore could not be confirmed. The most probable root causes for when using a serfas energy probe, can be associated, but are not limited to: user error: suction not connected with pinch clamp left open which allows hot fluid to leak out of the suction tube. Incorrect fluid management; probe clogged. The stryker representative informed that the probe was bended not using the probe bender so it is clear that it was user misuse and that the thermal burn on the patient skin is likely due to not clamping the suction tube on the probe. Even though the unit has suction capabilities, it can be used without suction but the user instructions includes specific instructions in case the unit is used without a suction source as follows: the suction pinch clamp should be in the fully closed position when being used without a suction source to avoid possible burns from the liquid back flow. Therefore, based on the information provided on the case, the most probable root cause for the reported is user related. The product was not returned for investigation, therefore, the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the shaft of the unit was damaged and caused patient burn.